Event description:
The pt sent an email to the co website stating that in 2006, she started choking and spit out the broken tip of a sinus resector blade that was embedded within a blood clot. Pt reported no physical injury and included a photo of a fragment of what appears to be a medtronic ent sinus blade. The pt's physician at regional med ctr was contacted. The dr stated that during the pt's sinus procedure thirteen days earlier, a sinus blade quit working and was changed out, and he continued with the procedure. The procedure ended successfully.

Manufacturer narrative:
The pt has agreed to meet with a co rep in order to evaluate the piece of the device.